Event description:
It was reported that the external pulse generator (epg) shutdown automatically. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was something sticky on the battery contacts, as a result the contacts were cleaned. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)